Event description:
It was reported that the patient presented in clinic for an unrelated issue. The pulse generator could not be interrogated. The device was explanted and replaced. The patient had been lost for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.